Manufacturer narrative:
The reason for reoperation: rupture, "leaking silicone in body". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side rupture, "leaking silicone in body," "now I have pain (shooting)", "I had a rash on both arms". Patient also reported "hair loss, and my blood work is bizarre. I'm down 3 pints of blood and the doctors are stumped. I look like I'm 9 months pregnant sometimes and am very thin. I'm miserable and cant even work," "exhausted," these events are not related to the device. Device has been explanted.